Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, passive instruments had difficulties tracking when performing a micro calibration with the navigation system and the imaging system at the site. It was reported that tracking would appear for a brief moment before disappearing. Rebooting the navigation system, reseeding the passive instruments restored functionality. It was noted that the instruments had to be pushed to establish a connection. There was no patient present when this issue was identified. It was later reported, while troubleshooting, the calibration could be completed and that maneuvering the locking rings around the port, functionality was restored and the ports were noted to operate as designed.